Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandparent reported the insulin pump alarmed to indicate the force sensor system had been compromised. Customer's blood glucose was 120 mg/dl. It was stated the customer would ask the hospital for new pump. The product will not be returned for analysis at this time.